Event description:
Provider spoke with (B)(6) in customer service ext 7960 to advise that the caster and fork were bent out of box and the chair is uneven. Provider states that there was no damage to the outside of the box. Provider hung up before any additional information could be obtained.